Manufacturer narrative:
Correction information: f7: follow up #01. F10 continued: health effect clinical code: 1754 bruise/contusion. Health effect impact code: 4648 insufficient information. Component code: 525 tube. Summary: although there was no device problems were found that would confirm the users experience the infusion flexible tubing(ift) was identified as being worn out and had to be replaced. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
Pentax medical became aware of a report on 07-feb-2020 stating, "the coloscope became rigid during the examination and caused bruises to the patient." Involving video colono scope model ec38-i10f2/serial (B)(4). Pentax inspector provided details and clarification via email on 07-feb-2020 and 06-mar-2020 stating that he did not seen any abnormal stiffness of the insertion tube. The angulation functions correctly and the pulleys are not damaged. The insertion flexible tube(ift) was replaced as a preventive measure. The device was bought on (B)(6) 2017 and the last bending rubber repair was on 30-may-2018 after 270 connections.